Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) had a broken locking mechanism that was not in place which was identified immediately after being removed from packaging to give to a patient. The mpu was not issued, and a replacement was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged v-lock on the heartmate mobile power unit (mpu) was not confirmed as no product was returned. The provided information indicated the damage was observed out-of-box and the unit was not issued to a patient. Multiple attempts were made to obtain additional information regarding the serial number of the mpu and if the product would be returned; however, no additional information has been provided and to date, the mpu has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). Section f of the IFU, entitled ¿safety checklist¿, instructs the user to inspect the mpu for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.